Manufacturer narrative:
Follow-up #1: date of submission 23- dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 11/30/2017 with the following findings: during investigation, there was no damage to the keypad. All the buttons responded to presses appropriately. The keypad was removed and there was no damage found to the button contacts. There was corrosion in the battery compartment. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the up, down and ok buttons were under responsive to user presses. It was also noted that there was moisture behind the display and in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.